Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000108421.

Event description:
It was reported that the patient experienced a loss of therapy on the left side of their body due to lead migration after the patient had fallen out of their trailer. It is unclear which lead had migrated. Surgical intervention may occur in the future to the address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.